Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2000 mcg/ml baclofen at a dose of 600 mcg/day via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that an critical alarm was heard about 6 days before (B)(6) 2017. The critical alarm was for low battery reset and safe state. The hcp reported that the patient had the symptoms of hallucinations and withdrawal. The patient had been in the hospital a couple of times but the logs show multiple resets for (B)(6) 2017. The patient's daily dose was lowered to 12 mcg/day. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient's withdrawals were questionable and the patient was diagnosed with a urinary tract infection (uti). When asked to clarify the report of hallucinations the hcp responded "possibly hallucinations, patient was also diagnosed with uti". The cause of the low battery reset and safe state was determined to that the pump was at end of life. As an action/intervention taken to resolve the low battery reset and safe state the patient was referred to neurosurgeon for new pump implant. The hallucinations were resolved and the patient was prescribed a spasticity prescription and oral medications.